Event description:
It was reported during an ablation procedure while aspirating with a syringe, air entered the syringe. The needle along with stylet, sheath and dilator were flushed before insertion. A manifold and pressure line were used for cardiac monitoring. Prior to transseptal puncture while the needle was in the right atrium, the physician aspirated with a syringe and air entered the syringe. A new needle was used to continue the procedure with no consequences to the pt.

Manufacturer narrative:
The product was not returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. The root cause classification cannot be determined as the device was not returned for investigation.